Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. Eleven days later, the pt presented at the hospital complaining of right leg pain. An abdominal aortogram revealed a thrombus at the right femoral bifurcation which was almost totally occluding the superficial femoral artery. The pt had surgery to remove the clot and repair the artery. A specimen was sent to pathology for analysis. The pathology report states that a 2.0 x 5.0 cm segment of pale gray and reddish brown soft tissue was examined. A microscopic exam showed a recently formed (2-5 day old) cloth with multinucleated glant cells having oval non-staining foreign material. The pathologist stated that there was nothing abnormal about the findings and that they were consistent with a clot. The pt later developed a staph infection and hematoma and required a surgical evacuation of the hematoma and a transfusion. The pt was discharged to a continuing care unit. No further complications were reported.